Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion.

Event description:
Event description cpi received info that this implantable cardioverter defibrillator (ICD) was explanted due to premature battery depletion.